Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that after performing an endometrial ablation, a bowel burn was seen while the physician was performing a tubal ligation. A general surgeon confirmed the bowel burn and one stitch was placed laparoscopically to repair the bowel. The patient stayed over night in the hospital for observation. No additional details available.